Event description:
Reportedly, the status light of the subject home monitor never lights in green, despite several tests performed.

Manufacturer narrative:
Field b3: the event date has been corrected ((B)(6) 2020).

Event description:
Reportedly, the status light of the subject home monitor never lights in green, despite several tests performed.

Event description:
Reportedly, the status light of the subject home monitor never lights in green, despite several tests performed.